Manufacturer narrative:
The field svc rep replaced the compressor. The sys operated as intended. The unit was returned to terumo for eval. The unit was damaged from shipping but the complaint was able to be confirmed. It was determined to be a compressor relay that likely blew while in use, per the tech's report. Because of the condition of the unit when it arrived, add'l investigation was not performed. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the compressor was not working properly and ice was not being made. This occurred after the cardiopulmonary bypass surgery. No pt injury was reported.